Manufacturer narrative:
(B)(4). Batch # p58k0d. Investigation summary: the ec45a device was received for analysis with the anvil closed and with a gst45w cartridge loaded on the device. The cartridge was received partially fired and loaded on the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The clamping mechanism was noted to be damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the release button was noted to be damaged. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the release button if the applied load is high enough. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device was closed to insert into the trocar, but would not open after insertion. A like device of the same product code was used to complete the procedure. There were no patient consequences reported.